Event description:
It was reported that deployment issue occurred. Vascular access were obtained via the left and right femoral artery. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right iliac artery. A 4mm x 100mm non bsc balloon catheter was advanced for predilation but was not able to cross the target lesion. Then an unspecified size mustang balloon catheter was advanced and successfully predilated the lesion. The 6mm x 80mm x 75 mm epic vascular stent was then advanced. The stent was being deployed smoothly at the beginning, however at the middle of the deployment process, the outer sheath could not be pulled due to resistance. The inner tube advanced to the distal and started deploying. As a result, the stent was deployed shortened. Another unspecified size epic stent was deployed and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was received with an epic inner packaging pouch. The batch number on the device and packaging matched the reported batch number. There was blood in between the inner and outer shafts. The pull grip was completely pulled back. The stent was not returned, which is consistent with the reported information. The inner shaft was kinked 1mm and 10cm from the tip. There was no other damage. There was no evidence of any product quality deficiencies contributing to the damage and reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue occurred. Vascular access were obtained via the left and right femoral artery. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right iliac artery. A 4mm x 100mm non bsc balloon catheter was advanced for predilation but was not able to cross the target lesion. Then an unspecified size mustang balloon catheter was advanced and successfully predilated the lesion. The 6mm x 80mm x 75 mm epic vascular stent was then advanced. The stent was being deployed smoothly at the beginning, however at the middle of the deployment process, the outer sheath could not be pulled due to resistance. The inner tube advanced to the distal and started deploying. As a result, the stent was deployed shortened. Another unspecified size epic stent was deployed and the procedure was completed. No patient complications were reported and the patient's status is good.